Event description:
It was reported by the hospital that vns patient¿s generator was explanted due to infection on (B)(6) 2014. The surgeon reported that the infection was sustained during replacement surgery on (B)(6) 2013. The patient¿s parent reported that the incision site had ¿ruptured with clear and puss drainage.¿ a review of device history records showed that the generator was sterilized prior to distribution. The explanted generator was returned to the manufacturer on (B)(6) 2014 and analysis was completed on (B)(6) 2014. Diagnostic tests indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.